Manufacturer narrative:
During inspection and testing, service found the coating on the insertion section was peeling due to deterioration. Also, the report from the customer of a pinhole in the scope was confirmed. There was an air/water leak due to the insertion tube being pierced. In addition, the insertion section was crushed and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole in the scope. The subject device was sent to an olympus service center for evaluation. Inspection and testing found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 18-mar-2022. Updated fields: device manufacture date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the coating on the insertion tube had peeled off. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the peeling. However, it is probable that the peeling occurred because the device was mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.